Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2010, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2019, an aneurysm of the left common iliac artery was identified. The aneurysm was treated with an extension of the previously implanted gore® excluder® trunk-ipsilateral leg endoprosthesis (rlt) on (B)(6) 2020. The patient tolerated the procedure.

Event description:
It was reported that on (B)(6) 2010, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that the patient had a 20 mm limb to seal in the left common iliac artery (cia) on the date of implant, where a smaller aneurysm was visible that did not require treatment. On (B)(6) 2019, it was realized that the cia aneurysm had slowly grown. It was decided to treat the cia aneurysm with an extension of the previously implanted gore® excluder® trunk-ipsilateral leg endoprosthesis (rmt) on (B)(6) 2020 to treat prevent further growth of the cia aneurysm and to prevent a type ib endoleak of the previously implanted rmt. The patient tolerated the procedure.

Manufacturer narrative:
Updated evaluation codes. Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.